Event description:
It was reported the physician suspects a csf leak occurred during a lead revision surgery (reference MFR reports: 1627487-2013-18661 and 18662). The physician stated there was more clear fluid in the area than usual that had first appeared to be a seroma. The doctor remarked the space was very tight and attempted multiple times to reinsert the original lead into the epidural space prior to requesting a new lead. The new lead was scrapped after the physician suspected the csf leak and the old lead was buried under the skin the prevent fluid from backing down a cut lead into the ipg header. The area was then irrigated and the patient closed. The physician stated he may refer the patient for a surgical lead placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.